Event description:
We received an allegation about questionable high results for 8 patients' samples tested with glucose gen. 3 (gluc3) assay on a cobas integra 400 plus instrument. Sample 1: initial result: 0.60 mmol/l (accompanied with a data flag). 1st repeat result: 3.77 mmol/l. 2nd repeat result: 4.87 mmol/l. 3rd repeat result: 1.06 mmol/l (accompanied with a data flag). The reported result for sample 1 was 4.9 mmol/l. Sample 2: initial result: 3.91 mmol/l. 1st repeat result: 0.84 mmol/l (accompanied with a data flag). 2nd repeat result: 0.70 mmol/l (accompanied with a data flag). The reported result for sample 2 was 3.9 mmol/l. Sample 3: initial result: 3.26 mmol/l (accompanied with a data flag). 1st repeat result: 2.28 mmol/l (accompanied with a data flag). 2nd repeat result: 1.48 mmol/l (accompanied with a data flag). 3rd repeat result: 6.03 mmol/l. 4th repeat result: 6.11 mmol/l (accompanied with a data flag). The reported result for sample 3 was 6.1 mmol/l. Sample 4: initial result: 3.05 mmol/l (accompanied with a data flag). 1st repeat result: 1.83 mmol/l (accompanied with a data flag). 2nd repeat result: 4.88 mmol/l. 3rd repeat result: 3.41 mmol/l (accompanied with a data flag). The reported result for sample 4 was 4.9 mmol/l. Sample 5: initial result: 4.37 mmol/l. 1st repeat result: 0.28 mmol/l (accompanied with a data flag). 2nd repeat result: 0.33 mmol/l (accompanied with a data flag). 3rd repeat result: 4.59 mmol/l. The reported result for sample 5 was 4.4 mmol/l. Sample 6: initial result: 6.76 mmol/l (accompanied with a data flag). 1st repeat result: 4.66 mmol/l. 2nd repeat result: 7.22 mmol/l (accompanied with a data flag). 3rd repeat result: 7.16 mmol/l (accompanied with a data flag). The reported result for sample 6 was 7.2 mmol/l. Sample 7: initial result: 3.72 mmol/l. 1st repeat result: 8.82 mmol/l (accompanied with a data flag). 2nd repeat result: 8.64 mmol/l (accompanied with a data flag). 3rd repeat result: 3.94 mmol/l. The reported result for sample 7 was 8.6 mmol/l. Sample 8: initial result: 4.44 mmol/l. 1st repeat result: 7.61 mmol/l (accompanied with a data flag). 2nd repeat result: 7.79 mmol/l (accompanied with a data flag). 3rd repeat result: 7.83 mmol/l (accompanied with a data flag). 4th repeat result: 6.28 mmol/l (accompanied with a data flag). 5th repeat result: 5.49 mmol/l. The reported result for sample 8 was 7.8 mmol/l. Although the questionable results were accompanied with data flags but since the customer do not use the internal validation from the analyzer and uses their in-house laboratory information system (lis), the questionable results were reported outside the laboratory via the lis. Once the customer noticed the problem, the questionable results were blocked in the system. The samples were repeated and the correct results were reported to the physicians. The gluc3 reagent lot number was 52513101. The expiration date was not provided.

Manufacturer narrative:
The daily maintenance was carried out as recommended. The qc was performed on the morning of the event and was acceptable. The error logfile did not give any indication of an instrument deviation. The field service engineer (fse) identified that the root cause of the event was an issue in the transfer head valves. The fse replaced the transfer head valves set. He conducted several instrument checks and they were successful. No further issues related to gluc testing were reported. The service actions done resolved the issue.